Event description:
Pt called stating her cadd legacy pump for her epoprostenol infusion (sn (B)(4)) was alarming non disposable, pump won't run. Pt attempted to disconnect and re-attach tubing and cassette (and she tried another cassette as well) and still got same error. She switched back to her functioning pump and is infusing without issue. Pharmacy sending replacement pump and pt will return malfunctioning pump. No injury reported, error occurred while pt was trying to use pump. No other info provided. Dose or amount: 24ng/kg/min. Frequency: continuous, route: IV. Dates of use: (B)(6) 2017 to current. Diagnosis or reason for use: i27.0.